Manufacturer narrative:
The device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unit was unable to prime during testing, due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was also received with minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during priming. The customer's blood glucose level was over 300 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.